Manufacturer narrative:
(B)(4). Device not returned yet.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to infection. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed december 12, 2013.